Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen had rainbow effect in daylight making difficult to see screen. The customer stated that insulin pump had crack on side of battery compartment around threading, crack on reservoir compartment from clear window to esc button, priming taking longer to complete. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.